Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer 1.3 opened entire tray instead one pocket at a time. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.3 was failed. A field service engineer replaced the engine, and after the replacement the drawer consistently stopped at the designated point, attempted multiple tests and was unable to recreate any errors or failures. The system functioned as intended after the field service engineer repaired the device.